Manufacturer narrative:
The device was not returned to (B)(4) for evaluation. (B)(4) is unable to complete an evaluation at this time.

Event description:
The initial reporter stated that the patient receives feedings overnight, and that on the date of the event, when she checked on the patient in the morning, the pump was still running, but that 1/2 of the feeding remained in the bag. She did not recall the details of the numbers, just that the pump appeared to be running. The patient received the remaining feeding by bolus, and the caller stated no injury to the patient occurred. She also stated that the device has been working properly since the night of the event, and that the serial number had been "rubbed off," and was thus illegible. (B)(4).